Event description:
The 5.0 arthrex end cutter that the surgeon was using caused metal shavings to be left within the knee of the patient. The metal shavings were irrigated out by surgeon but we wanted the manufacturer notified of this problem. Product was given to management appropriately. The or nurse manager met with the sales rep from arthrex to discuss the incident. From past experience with similar complaints it is suspected that the cause of the metal shavings were caused by operator technique and too much pressure may have been applied. The arthrex rep will meet with the surgeon to go over the proper technique.